Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that upon device interrogation, this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed and boston scientific technical services recommended device replacement. It was suspected that the device battery had an internal short. This pacemaker remains in service, and there were no adverse patient effects reported. Additional information was received that the patient passed away from unrelated causes before the device replacement was performed. The device was not explanted post-mortem.